Manufacturer narrative:
The date received by manufacturer has been used for this field. Investigation: complaint reference number (parent) (B)(4); catalog number 364953; lot number 6306936. Customer return sample / photo / retain evaluation summary: 3 photos were received and no samples from the customer facility for evaluation. The customer¿s failure mode of ¿needle separated¿ was seen in the photos. Manufacturing records review: the manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Investigation: upon evaluation of the customer returned photos, the customer¿s product issue was observed during visual evaluation of the photos. Glue is placed on the straw before it is inserted into the holder device. When not enough glue or no glue is applied, this defect is seen. The in-process production records were reviewed for this lot with no related issues being identified. Regular inspections with weight measurements are done in-process. Root cause: based on the investigation, the root cause / potential root cause for the ¿needle separated¿ could be because of machine error as the not enough glue or no glue was applied to the straw. Bd was able confirm the customer¿s indicated failure mode with the photos provided. Investigation summary: bd life sciences - preanalytical systems received 3 photos from the customer facility for investigation. Based on the visual evaluation of the photos, bd pas observed ¿needle separated¿ on the product. The manufacturing records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. (B)(4).

Event description:
It was reported that while using a 4.0 ml 13x75 mm plastic c&s preservative tube and urine transfer straw, the safety shield of the needle fell of exposing the needle. No report of medical intervention or serious injury.